Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2018 a percival pvs25 was implanted as part of the sure-avr trial. On (B)(6) 2018 the patient had an ischemic disabling stroke. The patients rhythm at the time of discharge was reported as paced via the sure-avr clinical registry.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Review of the patient records provided in the sure-avr registry confirmed that the valve was functioning well at discharge with a mean gradient of 4 mmhg, and no cetntral or paravalvular leak. As the device remains implanted, there is no evidence to suggest device dysfunction. As the device was not explanted, no further investigation can be performed. Based on the document review performed, no manufacturing deficits were identified. Given that the valve was functioning well at discharge, and that the device remains implanted, there is no evidence of device dysfunction, and no link between the reported event and the device. Furthermore, this patient was at increased risk of stroke due to the following risk factors: smoker, dyslipidemia, coronary artery disease and unstable angina. As reported in the perceval IFU, stroke is a known potential adverse event associated with cardiac valve replacement with a bioprosthesis: 'the risks or potential adverse events (in alphabetical order) associated with cardiac valve replacement with a bioprosthesis include, but may not be limited to: arrhythmias, cardiac tamponade, death, endocarditis, thromboembolism, tissue dehiscence. The previously mentioned adverse events and other adverse events may arise in response to the individual patient reactions to the implanted prosthesis." Stroke is therefore a known, inherent risk of prosthetic valve replacements. Based on the information available, the event is unlikely to be related to the device and more likely to be attributable to the procedure or to the patient's specific clinical condition.